Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found that the coating on the insertion tube was peeling off (1 mm2 or more). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation that the coating on the insertion tube was peeling off (1 mm2 or more). There was no patient involvement.